Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: tubes have a change in the inner surface. Customer requests information on the reason for the change and whether the tubes can be used normally. They found that almost all tubes have this change.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-13 . H6: investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for abnormal additive on tube wall with the incident lot was not observed. Additionally, the customer samples along with 200 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to abnormal additive on tube wall as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: tubes have a change in the inner surface. Customer requests information on the reason for the change and whether the tubes can be used normally. They found that almost all tubes have this change.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. In both photos it was possible to evaluate that the additive distribution is according specification. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to abnormal additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: tubes have a change in the inner surface. Customer requests information on the reason for the change and whether the tubes can be used normally. They found that almost all tubes have this change.